Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was partially deployed at a shallow depth. It was decided to recapture the valve and upon recapture the valve was over captured causing visible damage to the capsule. The delivery catheter system (dcs) was withdrawn from the patient to use a new dcs. Upon inspection the capsule was torn and separated and the gold spindle with the paddles was stuck in the capsule. The original valve was unable to be used and a second transcatheter bioprosthetic valve was loaded onto a second dcs and implanted successfully. No adverse patient effects were reported.